Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 600 mg/dl and vomiting. The cause of the elevated bg was unknown. A manual injection of insulin was administered to address bg. Reportedly, the customer reverted to an alternate form of insulin therapy.